Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station entered retry mode due to a server database mismatch while the site was undergoing disaster recovery. The station required reverse synchronization. The customer reported that the ER pyxis was not communicating with the server, and the pyxis dashboard indicated that uploads had stopped. Reboot attempts were performed; however, communication was not restored. It was noted that once uploads were caught up, a full synchronization of the station was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station entered retry mode due to a short window of missing data after a database restore during which dsserveroltp was briefly placed in single user mode and inaccessible. This causing the station to attempt uploads against orders that no longer matched the server data. A technical support specialist (tss) performed a reverse synchronization for the station based on retry mode timestamp, skipping conflicting transactions and allowing uploads to complete. Then the tss retrieved missing transactions and inventory data back, saved in the protected folder, verified no change tracking variation, and completed a full device re sync before rebooting the station back into normal operation. The system functioned as intended after the technical support specialist troubleshot the device.